Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device alerting low air leak and there were bubbles in the line. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 8.4c, water flow rate (wfr) was 1.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 9c, outlet control temperature (t2) was 9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.0 l/m, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4992.4 and pump hours were 4072.3. Had stop therapy, drain and disconnect. Water came out of connectors when disconnecting. Reconnected holding nowhere near clear connectors, verified audible clicks and all lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy. Water flow rate (wfr) was stabilized at 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater was 0. Advised device appeared to be working correctly now. If alert returns call back.

Event description:
It was reported that the nurse stated that arctic sun device alerting low air leak and there were bubbles in the line. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 8.4c, water flow rate (wfr) was 1.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 9c, outlet control temperature (t2) was 9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.0 l/m, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4992.4 and pump hours were 4072.3. Had stop therapy, drain and disconnect. Water came out of connectors when disconnecting. Reconnected holding nowhere near clear connectors, verified audible clicks and all lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy. Water flow rate (wfr) was stabilized at 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater was 0. Advised device appeared to be working correctly now. If alert returns call back.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect leak tester parameters". The lot number is unknown. Therefore the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.